Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time; however, the instruction warns users ¿to avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth.¿

Event description:
Olympus was informed that during an unspecified procedure, the scrub technician sustained a shock in the hand while cleaning the jaws of the device with a wet lap sponge. It was reported that the non olympus generator was not activated during the cleaning. The intended procedure was completed with a similar device. The procedure was prolonged by 20 minutes with no patient harm. Reportedly, the scrub technician did not require medical treatment. Furthermore, it was unknown if there was metal exposed through the insulation of the device. It was also, unknown if the generator that the device was attached to was connected to a grounded supply.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The customer's complaint of a staff member being shocked while holding this device could not be reproduced. A visual inspection was performed on the returned the device and found the jaws of the device bent. The heat shrink was intact and the cord did not have any cuts or bare wires exposed. The device was connected to a test pk generator and set at 30 watts for testing. The device was activated on test tissue and functioned as intended. The shaft of the device was touched while the device was activated on the coag cycle but no shock was felt. The jaws of the device were wiped with a wet paper towel, while plugged into the generator and holding the shaft again no shock was felt. The cause of the reported event could not be determined as the device functioned as intended.